Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittent sound, infection, a swollen implant site and pain. The patient was administered oral antibiotics. The device remains insitue.

Manufacturer narrative:
Per the clinic, the device was explanted in 2021 (specific date not reported), and the patient was reimplanted with another cochlear device during the same surgery.